Event description:
During failure investigation of the returned cpu, the failure investigation technician noted a spi bus failure in the significant event log. The failure investigation technician was unable to duplicate the failure. No patient involvement.